Event description:
Info received indicates the stretcher failed electrical safety test. Ground was open.

Manufacturer narrative:
The tech found the ground wire was loose inside the power cord plug. He tightened the ground screw in the plug to repair the bed.